Event description:
Customer reports while using heating pad sustained minor burns to her back. Did not seek medical attention.

Manufacturer narrative:
The product has been redesigned and improvements implemented.